Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the event / procedure date is not available / reported. The device lot number is not available / not reported. The expiration date of the device is not known. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a thrombus for a cerebral infarction, the 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used together with the react¿ 71 suction catheter (medtronic) in a combined technique for internal carotid artery (ica) occlusion. When the physician retracted the embotrap ii device into the suction catheter, there was resistance felt. As a result, the embotrap ii device and the react 71 suction catheter were retracted together and removed from the patient. The physician commented that the stiff thrombus may have caused the resistance instead of an issue with the embotrap ii device. The embotrap ii device was replaced and the procedure was completed. There was no report of any patient adverse event or complication. The complaint product was reported as not available to be returned for investigation. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, the physician did comment that the resistance encountered during the attempt to retract / withdraw the embotrap ii device into the suction catheter may have been caused by the stiff thrombus rather than an issue with the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a thrombus for a cerebral infarction, the 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used together with the react¿ 71 suction catheter (medtronic) in a combined technique for internal carotid artery (ica) occlusion. When the physician retracted the embotrap ii device into the suction catheter, there was resistance felt. As a result, the embotrap ii device and the react 71 suction catheter were retracted together and removed from the patient. The physician commented that the stiff thrombus may have caused the resistance instead of an issue with the embotrap ii device. The embotrap ii device was replaced and the procedure was completed. There was no report of any patient adverse event or complication. The complaint product was reported as not available to be returned for investigation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16 august 2021. [Additional information]: the healthcare professional reported that during a thrombectomy procedure targeting a thrombus for a cerebral infarction, the 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used together with the react¿ 71 suction catheter (medtronic) in a combined technique for internal carotid artery (ica) occlusion. When the physician retracted the embotrap ii device into the suction catheter, there was resistance felt. As a result, the embotrap ii device and the react 71 suction catheter were retracted together and removed from the patient. The physician commented that the stiff thrombus may have caused the resistance instead of an issue with the embotrap ii device. The embotrap ii device was replaced and the procedure was completed. There was no report of any patient adverse event or complication. The complaint product was reported as not available to be returned for investigation. On 16 august 2021, additional information was received. The information indicated that adequate and continuous flush was maintained through the microcatheter. The complaint device was prepped and handled in accordance with the instructions for use (IFU). The reported event did not result in a procedure delay. E.1: the initial reporter phone: (B)(6). Updated sections: e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.